Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for thv moves on balloon was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. It should be noted that transfemoral valve in valve procedure in pulmonic position with s3u is not an indicated use of the commander delivery system. The risk management files capture risks for indicated device use only. Per event description, 'the valve was deployed too fast resulting in the valve moving off of the commander delivery system balloon'. The IFU stated, 'using slow controlled inflation, deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon'. Therefore, as the event description stated the valve was deployed too fast, it is possible that the rapid inflation during deployment caused the valve to move on the balloon. As such, available information suggests that use error (rapid inflation during deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Aas reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 26mm sapien 3 ultra valve in a non-edwards stent, the valve was deployed too fast resulting in the valve moving off of the commander delivery system balloon. The valve was able to be captured with a non-edwards balloon and maneuvered back into the prestent. The valve was then post dilated. Per report, the fcs did not prep the devices. The patient was stable with no injury.